Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and two additional leads were added for an unknown reason. No further information has been obtained despite good faith efforts.